Manufacturer narrative:
The device in this report has not been returned to omsc but was returned to olympus medical systems india private limited for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the device intermittently displayed error code (B)(4). This error code means a malfunction of the camera control unit. There was no report of patient injury associated with this event.